Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system geometry movements were not available. The review of system log files showed geometry: post ethercat hw failed. Upon troubleshooting, the fse found the error advanced motion controls (amc) board not detected. The power supply of the system was normally on, but the amc indicator was off. To resolve the issue, the fse replaced the amc. After which, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.